Event description:
Customer reports smell from o2 tubing causes throat to close.

Event description:
Add'l info rec'd on 07/07/2003: in the 11 years that westmed has manufactured this product, co has never had a report of this nature. Westmed's biflo cannula is indeed made from medical grade pvc. The formulation has not changed as stipulated (attached) by the resin compounder. In addition, westmed has had the pvc biocompatibility tested to assure customer safety. Since the co was neither able to secure the device in question, nor obtain pt cooperation in utilization of the "scented" device, it is difficult to provide a definitive response to this complaint.